Manufacturer narrative:
Date of event is approximate.

Event description:
It was reported that the patient experienced recurring incontinence after their artificial urinary sphincter (aus) stopped working. A surgical procedure was later performed wherein all components of the existing system were explanted and replaced with a new aus. Upon removal, a hole was observed in the balloon component. The patient was reported to be fully recovered.